Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident and the current blood glucose was 128 mg/dl. Few days ago customer¿s blood glucose was 194 mg/dl. The customer was treated with food and glucose tablets. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.